Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported through regulatory agency: "intracapsular rupture" and "stage 1 capsular contracture". This record is for the right side. Device was explanted.